Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a thermocool® smart touch® s f bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. Carto system and catheters were set up as per instructions for use (IFU). Patient was also prepped as per hospital protocol. Femoral access was obtained, and the transeptal puncture was performed. Few attempts were required by physician for transeptal puncture. Catheters were then moved to left atrium and a pulmonary vein isolation ablation was successfully completed. After procedure, in the ward, patient's chest was scanned via echocardiogram and a pericardial effusion was detected. Patient was then moved to the cath lab and a pericardiocentesis was successfully performed. Patient recovered well after this. No other complication was noted. Surgery was not delayed due to the reported event. Procedure was successfully completed. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. It was unknown if the patient required extended hospitalization because of the adverse event. The physician¿s permission has not been received to provide patient¿s demographics. As per saturday evening (B)(6) 2022, the patient was recovering well. Generator information was a j&j/stockert, smartablate, with serial number (B)(4). Needle used for the transseptal puncture was abbot medical, brk-xs. There was no evidence of a steam pop. The physician suspected that the pericardial effusion occurred in the transseptal phase. The flow setting for the irrigated catheter used was 2, 8 and 15 ml/min as per stsf catheter IFU. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages displayed. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability used for the visitag module was used was 3mm, 3 seconds, 3gr over 25% of the time, 3mm tags. Additional filter used with the visitag was surpoint values of 500 and 400. Color options used prospectively was surpoint. Additional information was received on (B)(6) 2022. It was reported that whilst performing transseptal puncture under transoesophageal echocardiogram (toe) guidance, several attempts were made prior to successful crossing of the atrial septum. Patient was fully anti coagulated prior to the procedure for other modalities.

Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 30857246l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).